Event description:
The lay user/patient called lifescan (lfs) and alleged that she was experiencing a coding issue on her meter. The patient stated that she was unable to test on her meter for several days; she was unable to be more specific about the date. She reported that she would insert the strip to power the meter on and the code number never showed up. She stated that she began to feel sweaty and dizzy on may 15, 2006, so she called her physician for an appointment. She was seen at approximately 3:00 p.m. And her blood glucose was tested; the result was 370 mg/dl. The patient reported that she continued her normal medication regimen, which is glucotrol, 85 units of lantus, and humalog (based on a sliding scale). On the days that she could not test, she stated that she based her humalog on how she was feeling. She could not remember the specific amounts taken on those days. She was treated with 15 units of humalin at the physician's office. The meter issue was resolved while troubleshooting with the lfs customer service representative. The code number was reset to the appropriate code and the patient was able to perform a glucose test. This complaint is being reported, as the patient was unable to obtain an actionable glucose result while having symtoms. She was later found to have a blood glucose of 370 mg/dl. A replacement meter has been sent.